Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported by the patient that on or about (B)(6) 2009 the patient was implanted with an lfit cocr v40 femoral head and was revised on (B)(6) 2022 allegedly due to elevated cobalt levels in her blood and device recall.